Manufacturer narrative:
The device was received for evaluation. During functional testing, an occlusion was not reproduced. A review of the event history log revealed downstream occlusion messages on the reported event date. Downstream occlusion alarms were found in the log over a month prior to the event date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified occlusion issue before use a the surgery department. There was no patient involvement. No additional information is available.